Event description:
It was reported that the patient implanted with this pacemaker underwent a surgical procedure around their jaw and neck. During electrocautery, capture was lost and the patient went asystolic. The device was in cautery mode, however the electrocautery was used in a constant manor. Technical services discussed that even in electrocautery mode, short bursts of cautery should still be used. There were no additional adverse patient effects reported and records indicate this device remains in service.